Event description:
This unsolicited case from united states was received on 02-jan-2018 from patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and on the same day left knee was painful, knee was puffy and hobbling around. Also device malfunction was identified for the reported lot number. No relevant concomitant medications was reported. Patient reported that he has been getting the synvisc- one injections for years now in both knees and has never had problems after the injections in the past. Patient does not have major health issues and was relatively healthy except for high blood pressure and "that knees were real bad" for the oa (osteoarthritis). Patient reported that his last synvisc-one injection was about a year ago. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021, expiration date: not reported) for osteoarthritis in both knees bilaterally. On the same day, that evening, patient left knee was painful. Patient reported that the next day the pain was "excruciating" and that his knee was "puffy" and that he was "hobbling around." Patient did not have to use a cane or walker but did call his doctor that day to be seen. Patient reported that he went in to be seen and that they provided him steroids and some mild pain pills. Patient reported that it took about 3 days or so but this condition did get better in the left knee. Patient reported that his right knee was not like this and he did not experience pain on this right knee post injection. Patient reported that the area was cleaned with something clear before the injections and that his doctor used something to spray on the knees to numb it before administering. Patient reported that he does not have any sensitivities to bird products. Patient reported that he only had to take two pain pills and the steroids did help his left knee considerably and the knee issue was pretty much resolved. Patient was advised to continue to follow up with the doctor. Corrective treatment: steroids, mild pain pills for knee was puffy, hobbling around and left knee was painful; not reported for device malfunction. Outcome: recovering for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events pharmacovigilance comment: sanofi company comment for follow up dated 05-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later his left knee was painful and "puffy" and he was "hobbling around. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.